Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4)

Event description:
Report: 3 of 3 customer called to report false negative and weak reactivity to the 0.8% resolve panel a lot# vra242 exp:3/1/2016 tested in mts anti-igg gel card lot #100815001-11 exp: august 19, 2016 by the manual gel method. Patient c customer reports an additional patient with an anti-e reacted similar to patient b. Customer reports a sample was initially tested against a 0.8% surgiscreen lot and a weak reaction was noted against cell#2 (e+). The sample was tested against the 0.8% resolve panel a lot vra242 and the anti-e antibody was not identified. Customer went on and tested the sample against the 0.8% resolve panel b and the 3 e+ donors all reacted weakly which matched the screen but not the 0.8% resolve panel a. Issue started on: (B)(6) 2016. Frequency: x3. Microtubes/wells or cell (donor #) affected: weak reactivity on other corresponding positive panel cells. Methodology used: workstation (manual). Incubation time (for manual test only): 15min. Customer was expecting: positive reactions to corresponding cells positive for anti-jkb and anti-little c and a stronger reaction to cells positive for anti-e to match the screen and panel b. Test repeated: yes. Result obtained by repeating: identical false neg and weak reactions. Method used to repeat: manual (workstation). Customer reports incubating samples for 15 min. Customer initially got positive results in 0.8% surgiscreen screening cells. Ocd confirmed no incorrect or erroneous results were reported as a result of this concern. No transfusion with antigen positive donors to their corresponding antibody performed. Customer repeated the testing with a new set of the same listed lot of the 0.8% resolve panel a and results were consistent. Customer reports no haze or marked hemolysis seen in panel in question. Customer reports storing all cards and reagents according to IFU. Maintenance up to date. Cells and cards confirmed to have normal appearance. Cts referred the customer to the IFU to the 0.8% resolve panel a that indicates, the rate at which antigen reactivity (e.g., agglutinability) is lost is partially dependent upon individual donor characteristics that are neither controlled nor predicted by the manufacturer." Antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive. Ocd told customer that complaint for false negative and weak reactivity would be documented and accessed for investigation. Customer content with discussion and requires no additional follow up. Customer called back to receive update on investigation of 0.8% resolve panel cells lot# vra242. Customer reports still getting weak reactivity with same lot of resolve a panel cells and would like status to expedited. Ocd discussed with customer reasons for low reactivity and referred customer to limitations of product on IFU. Ocd will send two sets of panel cells to troubleshoot weak reactivity of cells. Customer content with replacement, customer will call cts back if replacement sets have an issue.